Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. Cause was not known. Reportedly, customer experienced blurred vision, shortness of breath, rapid heartbeat and nausea. A correction bolus and supplies changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.